Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years post deployment, venavcavogram revealed a significant filling defect within the apex of the ivc filter. Also, it was observed that there was a thrombus extending above the apex of the ivc filter. Three months followed by; patient scheduled for filter retrieval. Previously observed thrombus has significantly, regressed and only a small amount of clot was noted in the filter apex. Then the filter was removed using cook filter retrieval sheath method. Therefore, the investigation is inconclusive for filter retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.